Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during pacemaker replacement procedure. Upon interrogation, the patient's left ventricular lead had dislodged to the right atrium and had been previously turned off. The lead was capped on (B)(6) 2019. The patient was discharged.